Event description:
The cochlear implant was placed upside down during the initial implant surgery. Due to this, the magnet in the external coil had to be reversed for the coil to attract to the internal magnet. Over time, the pt had to manipulate the external coil in order to hear consistent sound sensations. She also complained of painful stimulation. This device was explanted and a new device was reimplanted. This pt, who lives and was implanted outside of the USA is doing well with her new device.